Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no delivery alarm/occlusion and button keypad anomaly due to blank display. Device received with minor scratched lcd window and stripped battery cap coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin pump were hard to push. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had scratched screen and the battery cap was hard to get off. The insulin pump had unexplained no deliveries alarms. The device will be returned for analysis.